Manufacturer narrative:
The evaluation of the pump confirmed the report of suspected pump thrombosis. Small, tissue-like depositions were present on one of the rotor blades and in the proximal side of the outlet stator adjacent to the outlet bearing ball. The observed depositions lacked lamination, lacked denaturing, and did not appear to have originated in these locations; however, the specific origin of the depositions and a duration in which they were present in the pump could not be determined. If present in the pump during support, the observed depositions may have potentially contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device 3 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with an increased lactate dehydrogenase (ldh) level and dark urine. At the time of the event the patient was on coumadin, aspirin and plavix with an inr goal of 2-3. Upon admission, the patient was started on integrilin. On (B)(6) 2016, the patient underwent a pump exchange due to suspected device thrombosis.